Event description:
It was reported that approximately two (2) months ago, after taking a course of ampicillin (for an unk reason), the end user developed a vaginal yeast infection. In addition, the end user developed a scaling, patchy, red rash under the skin barrier, on her elbows, in her skin folds, and on her abdomen and breasts. The pt was treated by a dermatologist and was reportedly diagnosed with an allergy to the skin barrier. The end user received a steroid injection in the physician's office and was issued prescriptions for three (3) medications, one oral tablet/capsule and two topical creams. The names of the prescription medications were not provided. Since using the prescription medications, the end user has noted some improvement to the affected areas; however, the rash persists. The end user is continuing to work with her dermatologist. No further information was provided.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.